Event description:
It was reported that device exhibited post-sensed t-wave oversensing. Programming changes were made. Patient condition was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.